Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), defibrillation, transvenous, and both coronary sinus leads (the active 4047/(B)(4) and the 4047/(B)(4) which was previously abandoned) were reported to be explanted due to a patient infection. No further adverse patient effects were reported.

Manufacturer narrative:
Review of manufacturing records was performed. Review and confirmation of manufacturing records was performed. No anomalies were found. Device is part of several implanted components that comprise a pacing system. We are unable to determine if the subject device contributed to the event.